Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/21/2020. Corrected information: b1, h1 ¿ additional information was received that indicated this event does not meet reporting criteria. This event therefore is not reportable.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that there was an error in suture packaging. It was reported that the boxes were incorrectly printed, since the code had the wrong needle. The suture is supposed to have s-24 needle, however the package says s14. The issue was noticed in a warehouse. There was no patient involvement.